Manufacturer narrative:
Due to character restrictions in block e1 the full event site name is (B)(6). UDI # is incomplete because the fields mfg date, exp date, lot # and serial number is not available. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported by customer that on arrival from the or to the ICU for an intra aortic balloon (iab) therapy autofill failure alarm occurred. No patient harm or injury noted.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h3;h6 type of investigation, investigation findings, investigation conclusions; h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11 corrected field- h6-type of investigation (code for historical data analysis has been removed since no valid iab lot or serial # was provided, hence complaint history review was not able to be performed.) Parent ID- (B)(6)

Event description:
N/a